Event description:
It was reported patient underwent total hip arthroplasty (B)(6) 2012. A subsequent revision was performed (B)(6) 2013 due to dislocation. The cup and head were removed and replaced.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 1 of 2 mdrs filed for this event (reference 1825034-2013-01539 / 01540).